Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The patient had mild left pleuritic pain on deep inspiration. A chest tube was placed on (B)(6) 2016 for pneumothorax, which was diagnosed by cxr. On (B)(6) 2016, cxr showed left lung well expanded, no pneumothorax and chest tube was removed. (B)(6) 2016, the patient was sent home.